Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted urology surgical procedure, the monopolar curved scissors (mcs) tip cover fell off into the patient. It was separated into two pieces. All items were retrieved. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the instrument was inspected with no noted damage. The accessory was obtained with a grasper. The incident occured with extraction of the instrument. The mcs instrument was used for the entire case. There were no issues with functionality of the instrument. The tip cover was properly installed. The procedure was completed robotically.